Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they went to charge their ins at the beginning of this week and noticed that their ins was not working at all. Pt said they were not receiving an error message on the recharger (insr) but they were not getting any relief to the pain in their wrist. Pt connected the insr during the call and confirmed that their stimulation was on and their batteries were fully recharged. Pt said they did not have a change in therapy and said the only recent trauma they had was a total knee replacement 5.5 weeks ago. The patient was redirected to their healthcare provider to further address the issue. Additional information received. Patient reported they had x-ray from spine down to generator. Patient reported they were seen by neurologist and will be having a surgical procedure done to further investigate. Additional information received: patient clarified they were not getting therapy to their wrist anymore. They found the lead had disconnected from the ins during the (B)(6) 2022 surgery, they reconnected the lead to the ins. The pt confirmed no devices were replaced or explanted. After the surgery, the pt was receiving therapy to their wrist again; issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the implant had been flipped. The physician performed surgery to flip it back on (B)(6) 2022 and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 39286-65 lot# serial# (B)(6) product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a medtronic representative on may 23rd reporting that after the patient's procedure on may 6th, the patient first attempted to charge the ins over the past weekend and they were unable to get a good connection to the ins (the patient got 3 coupling bars at most. The patient had one charging session that lasted 8 hour and one session was 14 hours. The caller indicated that they confirmed the length of the charging session on the recharging log. The caller indicated that they tried to use the antenna locate function to find the best location for the recharger antenna. The caller indicated that they were unable to get more than 2 coupling bars. The caller indicated that the ins does not feel tilted and is superficial, there is no swelling in the pocket. The caller did not have a second recharger to use for troubleshooting. The issue was not resolved through troubleshooting. Technical services specialist (tss) reviewed that the ins may be flipped. The caller will follow-up with the managing md and they may get x-rays. The caller stated that the patient had falls prior to this procedure that may have been related to the problem with the connections between the ins and leads.